Event description:
Patient was in supine reverse due to being in full spine precautions and had slid down in the bed. Patient was placed flat in order to move patient up in bed. Bed raised itself higher in order to become flat. Once bed was horizontal and patient flat, bed lost power. Bed plugs were checked and rechecked by several nurses, who were already in room for repositioning. The bed plugs/cords were replugged into different red outlets. All attempts to regain electrical power were unsuccessful. Patient transferred to another bed.